Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that a child accidentally hit her with a plastic bat at her implantable neurostimulator (ins) site on the right side. Since that incident, the ins site was bruised and sore. At the time of the report, the ins was discharged and charging the ins was hard for the patient because of the pain in the area. It was noted that there was no change in stimulation output and the ins interrogated with a clinician programmer which stated that the ins was discharged. The patient was able to charge to 25% with no issues. In conclusion, the issue was resolved, it is unknown if surgical intervention occurred and the patient was alive with no injury at the time of the report. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as spinal pain. Additional information was received from a healthcare provider (hcp) via manufacturer representative. It was reported that there was erosion at the implantable neurostimulator (ins) pocket site, which was the patient¿s right buttock. The patient reported that they were hit in that area with a plastic bat in (B)(6) and has had pain ever since. On the date of this report, the hcp noted a nickel sized area of erosion and referred the patient to a surgeon for assessment. There was a plan to revise the pocket, but the date was unknown. The issue was not yet resolved. The patient¿s status at the time of this report is ¿alive, no injury.¿